Event description:
It was reported that there were telemetry issues and that an ins (implantable neurostimulator) overdischarge was suspected. Health issue(s) were primary reasons for overdischarge. The patient had a car accident a year prior to the report and had only charged ins a couple of times since then. It was not known if she was using stimulation during this time. The patient was unable to charge due to recovering from health issues from car accident. On the day of the report there was no communication with the ins from any external component. Prm (physician mode recharge) was started successfully. Additional information received reported the cause of the event was a possible car accident. It was noted, the implantable neurostimulator (ins) and/or the extension were the likely attributed to the event. It was stated there were no abnormal impedance measurements because, they could not be obtained. It was noted there was premature battery depletion and the patient as unable to charge with power on reset (por) despite multiple attempts. It was stated replacement surgery would occur on 2014 (B)(6). It was noted the patient had a loss of tremor effect. It was noted the patient had no injury and they did not require hospitalization.

Manufacturer narrative:
(B)(4).